Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the coil was kinked and stretched at the handshake connection. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. The test rotawire was able to be fully inserted and removed from the device with no resistance or issues. Product analysis could not confirm the reported event, as the rotawire was able to be fully inserted and removed from the device with no resistance or issues.

Event description:
It was reported that the procedure was cancelled. Two rotawire and a 1.25mm rotapro were selected for use. During the procedure, it was noted that the rotawire could not go through the advancer and was stuck. The rotawire was replaced but it did not resolve the issue. The procedure was not continued. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. Two rotawire and a 1.25mm rotapro were selected for use. During the procedure, it was noted that the rotawire could not go through the advancer and was stuck. The rotawire was replaced but it did not resolve the issue. The procedure was not continued. No patient complications were reported.